Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of the lead, it was noted that there were multiple episodes of ventricular fibrillation for which anti tachycardia pacing and shocks were delivered. The cause for these episodes and treatments was the noise on the right ventricular (rv) lead. Isometrics and pocket stimulation failed to reproduce the noise. No programming changes were made to the lead. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported events were oversensing, inappropriate shock and fracture. As received, a partial lead was returned in two pieces. The reported events of oversensing and inappropriate shock were confirmed. Electrical testing found an internal short between the right ventricular and ring electrode cables conductor paths on the distal portion of the lead and destructive analysis found an internal insulation abrasion in one location beneath the right ventricular shock coil breaching the ring electrode cable lumen with an abrasion to one of the etfe cables coating. The cause of the reported events of oversensing and inappropriate shock was due to the abrasion located beneath the right ventricular shock coil with exposure of the ring electrode conductor cable. The reported event of fracture was not confirmed. Complete x-ray examination of the lead did not find any conductor fractures. Electrical testing did not find any indication of conductor fractures.

Event description:
New information notes the right ventricular lead was explanted and replaced on (B)(4) 2022 due to inappropriate shock and lead fracture. The patient was in stable condition.

Event description:
New information noted that the device was explanted. There were no patient consequences.